Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the iol product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed from the eye during the initial procedure. The patient required a vitrectomy and the iol could not go into the capsule. A toric iol was used to complete the procedure.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with an unspecified handpiece, and a qualified viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the vitrectomy could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).